Event description:
Tech alleged that the foot section of the stretcher is leaning. No pt impact.

Manufacturer narrative:
The tech found a cracked foot support tube. The tech replaced the foot cross support weldment to resolve the issue.